Event description:
Related manufacturer report number: 1627487-2023-05483. It was reported that the during the patient's ipg replacement a lead that was from a patient's old system was also explanted due to the anchor bothering the patient.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.